Manufacturer narrative:
The device was returned to olympus for inspection. The device was returned with no allegation. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the complaint was traced to component failure, expected or random component failure without any design or manufacturing issue, and known inherent risk of device which indicates that reported adverse event known and documented in the labeling. Date of event is unknown, additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited the air/water cylinder and tube had foreign objects, there was corrosion around forceps elevator lever. There was no patient involvement.